Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens into the patient's right eye. The lens was inserted halfway into the eye when the physician noted the lens was torn. He pulled the lens out without any patient injury. No incision enlargement and no suture required. Another same model and size lens was implanted. The tech loaded the lens incorrectly, that caused the lens to tear.

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No consequences or impact to patient; lens (iol), torn, split, cracked. Evaluation codes: results: visual inspection of the returned product found piece of plate haptic and piece of optic torn off and missing. Lens was returned in liquid. Conclusions - (user error caused event). Based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).